Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to blank display. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and has fluid underneath the lcd display screen. Customer's blood glucose was 170mg/dl at the time of incident. The product will be returned.